Manufacturer narrative:
Evaluation of the returned lantern revealed a distal shaft ovalization. If the device is forcefully gripped or pinched during used, damage such as an ovalization may occur. This ovalization likely contributed to the resistance experienced during the procedure. Evaluation of the returned ruby coil revealed offset coil winds along the length of the embolization coil and the embolization coil was detached and stuck inside the lantern. This damage was likely a result of forceful advancement the device against resistance. Further evaluation of the device revealed that the embolization coil was detached from its pusher assembly, the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was advanced distal to the ddt. If the ruby coil is forcefully retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and allow the coil to detach from the pusher assembly. This damage was likely incidental to the complaint. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-02292. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-02292.

Event description:
The patient was undergoing a coil embolization in the pelvic vein using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil through the lantern, the physician experienced resistance and subsequently, the ruby coil would not advance through the lantern. It was reported that the physician thought that the lantern was kinked. Therefore, the ruby coil and lantern were removed. After the removal, no kink on the lantern was noted. The procedure was completed using a new lantern and additional ruby coils. There was no report of an adverse effect to the patient.